Manufacturer narrative:
Device evaluation summary: two devices with the same lot number (6797659) were received. During evaluation of the sample a, two tears were observed; tear (a) was located in the anterior view and measuring approximately 4.7 cm, and tear (b) was located in the posterior view measuring approximately 0.2 cm. Microscopic examination of the edges of both ruptures was performed; it revealed parallel striations for tear (a), and for tear (b) no indications of instrument damage were found. No other anomalies were observed. During evaluation of the sample b, four tears were observed; tear (a) was located in the anterior view and measuring approximately 9.0 cm; tears (b), (c) and (d) were located in the posterior view measuring approximately 0.2 cm, 0.1 cm and 0.1 cm, respectively. Additionally, parallel lines of shell wear were observed on the anterior aspect, suggesting in-vivo folding or creasing of the device. Microscopic examination of the edges of the four (4) ruptures was performed; it revealed parallel striations for tear (a), and for tears (b), (c), and (d) no indications of instrument damage were found. No other anomalies were observed. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant products: right-mentor siltex round moderate profile 375cc saline breast implant, catalog number 3542660, lot number 6797659. (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent an unknown breast augmentation with mentor siltex round moderate profile 375cc saline breast implants which the left side deflated after implantation. The issue was confirmed by the physician. As a result patient underwent bilateral removal and replacement as follow: left replaced with catalog number 3506504bc, serial number (B)(4) and right replaced with catalog number 3506504bc, serial number (B)(4) on (B)(6) 2019.